Manufacturer narrative:
Investigation results: the settings on the generator at the time of customer use were unavailable. The device was received and an evaluation found the tip to be slightly burnt. During testing, the buttons on this ablator functioned properly and the device did not arc. The info for use (IFU) provides the following info: warnings: if any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Use ablators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of pt burns. Maximum setting: 200 watts "cut" and minimum setting: 50 watts "cut" maximum setting: 50 watts "coag" and minimum setting: 30 watts "coag". Use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the pt. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Cautions: do not bend wire connector pins. It may prevent the device from connecting and/or functioning properly. Do not bend electrode shaft, insulation may be damaged. Use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect.

Event description:
It was reported that this ablator arced during use in a shoulder arthroscopy without activation of the buttons, resulting in the pt receiving a burn. To date, there is no further info of the pt's status.